Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient received a total hip replacement on (B)(6) 2010. It was reported that the patient underwent a revision surgery on (B)(6) 2014. It was reported that the stem fractured as well at the neck area. The distal mantle was kept and a new exeter was re-cemented in place.